Manufacturer narrative:
An event of intermittent capture resulting in dizziness and no health impact was reported. The high voltage lead is implanted and is not expected to be returned. Technical services review of the episodes confirmed the intermittent capture. Gfes were performed to see if programming changes were made and to confirm the patient¿s condition during the episodes. No additional information was available. A device history record (DHR) review was not required per investigation procedure. The reported event of intermittent capture was verified by technical services via provided episodes.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited intermittent capture. It was also noted that patient experienced dizziness. No intervention was done. The patient status was unknown.